Event description:
It was reported the physician brought the patient in today due to concern with a potential late right ventricular (rv) lead dislodgement. Upon device interrogation it was noted that a warning for high rv thresholds had triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The distal connector of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.